Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral valve regurgitation (mr) was a result of the reported slda as the mr returned to grade 4 after the slda occurred. The reported dyspnea and fatigue were related to the reported slda. Mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized for evaluation. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. Recurrent mitral regurgitation, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, two clips were successfully implanted, reducing mr to 2. On (B)(6) 2021, the patient returned to the hospital with dyspnea and fatigue. It was then discovered that the second clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The first clip is stable on both leaflets. Additional treatment was not performed. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.